Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dlp pvc rcsp cannula with an auto-inflate cuff was observed to be damaged and deformed prior to use. There was no damage to the packaging. No other devices in the same box or shipping container were affected. See attached photos. The device was replaced. There was no patient involved. Medtronic received additional information that the tip was not obstructed. The cannula was not heated or cooled prior to use. Medtronic received additional information through analysis of the returned device, that there was a hole in the cannula tip.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a piece protruding from the tip of the cannula. Additional visual inspection under magnification shows evidence of a deformed/damaged hole in the tip. Reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.